Event description:
On (B)(4) 2014, the reporter contacted lifescan USA, alleging other message. This complaint is being reported because the reported issue was not resolved with troubleshooting. The patient did not experience any symptoms or seek any medical attention because of the reported issue.